Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, and patient details.

Event description:
Healthcare professional reported a xen®45 gts event described as "when xen is stuck, it's not easy and hard to rescue. And there's a case that there's a sudden blockage" in unknown eye.